Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that during a device change out, the physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has been returned.